Event description:
It was reported, the implantable neurostimulator (ins) had been flipped in 2006, shortly after implant. The flipped ins caused difficulty recharging. The manufacturer's representative was able to flip it back at the time which resolved the problem.

Manufacturer narrative:
Product ID, 377745 lot# n0028235, implanted: 2006 (B)(6), product type lead; product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient; product ID, 3708160 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension; product ID, 355029 lot# n055941, implanted: 2006 (B)(6), product type accessory. (B)(4).